Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized with high blood glucose. The blood glucose reading was 449 mg/dl. The customer had treated with the insulin pump and manual injection. The drive support cap appeared normal and recessed. The time and date were correct. The basal rates and bolus wizard settings were programmed accurately. The bolus history showed all entries based on the customer's recollection. The customer declined the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.